Event description:
The customer reported the system displayed a collimator iris error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the mainframe power supply and reseated circuit boards. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.